Event description:
The intra-aortic balloon was inserted into the pt on 4/20/98 at 7:40 pm and removed on 4/21/98 at 1:20 pm. The intra-aortic balloon did not malfunction. A hematoma formed at the site of the intra-aortic balloon catheter. Heparin was discontinued and pressure was held until hemostasis was maintained. Then, the intra-aortic balloon was removed. The intra-aortic balloon was not returned to datascope. (Event complications: minor bleeding/hematoma-reported 5/8/98.) (Pt's current status: discharged-reported 5/8/98.)